Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported guide separation; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information received, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to a balloon valvuloplasty of the aortic valve (bav). Reportedly, during insertion of the proglide device after removing the guide wire the proglide device separated into two pieces at the foot level. The distal portion remained in the patient's artery and the proximal portion remained in the operator's hands. Surgical removal was required to remove the distal portion from the artery. The bav interventional procedure was continued with surgical approach and hemostasis was achieved with manual compression and surgical intervention. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.